Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported for this lot number and issue to date. Visual inspection: the sample was clean. As received, the cannula hub was retracted towards the stylet hub, thus exposing the sample notch. The needle protector was removed and no anomalies were noted on the stylet. A piece of clear material was found wrapped around the outside of the cannula approximately 12mm from the distal tip. The clear material was measured and found to be approximately 6mm in length across the cannula. The clear material was partially unraveled and the unraveled portion was measured to be approximately 6.31mm. Evaluation: the packaging and incoming areas were reviewed in order to detect if tape is used and no issues were found. Supplier was contacted to identify the use of tape and according to their responses a transparent tape is not used during their process. Conclusion: the investigation is confirmed for foreign material on the device. However, the origins of the foreign material were unknown. Per the complaint comments, a foreign material (tape) was found attached to the cannula when the package was opened. The manufacturing and the supplier processes were reviewed and there were no indications that the reported "tape" like material originated from the manufacturing process as 100% visual inspection is performed before and after sealing the product packaging. The packaging and incoming areas were reviewed in order to detect if tape is used and no issues were found. Supplier was contacted to identify the use of tape and according to their responses a transparent tape is not used during their process. The root cause and origin of the reported foreign material could not be determined based upon available information. The current IFU (instructions for use) states: how supplied: the magnum needles are supplied sterile and nonpyrogenic unless the package has been opened or damaged. Bard magnum biopsy needle preparation: using aseptic technique, remove the needle from the package and from the protective sheath. Precaution: before using, inspect the needle components for damage. Do not use if the needle components are damaged. Microscopic inspection. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a biopsy a foreign material was found on the tip of the needle after the protective sheath was peeled off. No patient involvement was reported.